Manufacturer narrative:
(B)(4). The device was manufactured from november 4, 2013 to november 5, 2013. Evaluation summary: the device was returned for evaluation out of its original packaging. Visual inspection noted a missing blue winged luer cap; however, the reported issue was unable to be verified as it is unknown whether the component was missing before the packaging was opened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a missing blue tip. This was found before use. There was no patient involvement. No additional information is available. This is report 1 of 15.